Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. General reagent issues were excluded as the result that was believed to be correct was obtained with the same reagent. The field service engineer replaced and adjusted the sample probe. He confirmed the analyzer was performing within specifications. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas c 503 analytical unit. Example 1 initial glucose result was 2.89 mg/dl and the repeat result was 126 mg/dl. Example 2 initial total protein result was 0.557 g/l and the repeat result was 58.2 g/l. Example 3 initial total protein result was 0.115 g/l and the repeat result was 47.2 g/l.